Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with a device exhibiting post-paced t-wave oversensing. Programming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.